Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The manufacturing representative (rep) reported a seroma at the pocket site. This was considered a gradual change. The physician initially thought the issue was part of the healing process but, per rep, the patient noticed this past sunday or monday night (B)(6) that the pocket site had fluid and felt soft/squishy. The pocket was a little sore prior but nothing beyond that. Stimulation had been good so far. The patient made an appointment to see the physician on thursday, (B)(6). The patient had no redness, fever, etc....at this point. Upon follow-up, the rep reported a revision surgery was performed on (B)(4). A new pocket was created. If additional information becomes available, a follow-up report will be submitted.